Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 5/19/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what is the current status of the patient? Do you have any photos available for visual analysis? Could you kindly perform and document the follow-up attempt for the product return? Please provide the source or name of person providing answers to follow-up questions: to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an anastomosis procedure on (B)(6) 2026 and suture was used. It was reported by the cvor clinical coordinator that a surgeon experienced 4 separate needles popping off during an anastomosis. They are all the same lot number. Unknown if there was any surgical delay. Patient consequences were unknown. Additional information was requested.